Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a dexcom g7 sensor showed ¿sensor warm-up¿ in the dexcom app while the ilet displayed ¿pairing with sensor,¿ resulting in the cgm not pairing to the ilet despite pairing to the phone. Customer care provided support that included guided troubleshooting with the user, toggling bluetooth, re-pairing, and verifying the pairing code on the cgm information page. Investigation of this case revealed that the phone paired correctly while the ilet initially did not, and the issue resolved after confirmation of the correct pairing code consistent with a pairing communication issue rather than a hardware failure. No clinical symptoms during pairing attempts reported. Outcomes included temporary interruption of automated insulin dosing based on cgm data until a reading appeared on the ilet home screen. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity behavior during g7 pairing, which resolved with standard pairing verification and device restart.